Event description:
This x-ray system will randomly shut down during operations/case. No imaging is possible during this shutdown.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.